Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-01158. It was reported that, during an ipg replacement procedure on (B)(6) 2020 (see manufacturer report number 1627487-2019-14039), high impedances were found on multiple lead contacts. As a result, patient underwent additional surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.